Manufacturer narrative:
A supplemental report is being submitted for corrections. Description of event problem corrected to include that the patient was admitted and they received a heart transplant. Relevant history corrected to include right ventricular failure. Explanted date corrected to (B)(6) 2019. Device available for evaluation? And return date corrected to yes and 08-nov-2019. Device returned to manufacturer? Corrected to yes. Device manufacture date corrected from 31-mar-2018 to 06-mar-2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. The device status was collected during a review of patient records with the healthcare facility. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient was admitted and they received a heart transplant. The device status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: ventricular assist device (vad) (B)(4) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the pump in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump, and, based on the null impact on the wet test power consumption, these deviations are not expected to impact pump performance. The reported low flow event was confirmed through log file analysis, which revealed a decrease in power consumption and estimated flow starting on (B)(6) 2018 and twenty-five (25) low flow alarms logged since (B)(6) 2018. The reported thrombus and pump occlusion events could not be confirmed due to insufficient evidence. Information received from the site revealed that the patient was suspected to have thrombus and had gastrointestinal bleeding. The patient was treated with blood transfusions and was later taken to catherization lab where it was determined that the pump was occluded. The pump was deactivated by cutting the driveline cable. Later the patient received a heart transplant. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction in the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having low flows and was suspected to have thrombus. The patient was also having gastrointestinal bleeding occurring concurrently and was being treated with blood transfusions. Log file review confirmed low flows. Patient was having steady decrease in flows with narrowing of the pulsatility. Patient was taken to catherization lab and it was determined that the pump was occluded, and no flow was coming through the pump. The pump was deactivated by cutting the driveline cable. The pump remains in the patient. It was stated that the patient remains alive. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the ventricular assist device (vad) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. Tissue was observed upon opening of the returned pump; however, the sample could not be retrieved for pathological evaluation since it was falling apart. Log file analysis revealed a decrease in power consumption and estimated flow starting on 24/may/2018 and twenty-five (25) low flow alarms logged since 25/may/2018. As a result, the reported low flow event was confirmed. Information received from the site indicated that the patient was suspected to have thrombus and had gastrointestinal bleeding. The patient was treated with blood transfusions and was later taken to the catherization lab where it was determined that the pump was occluded; the pump was deactivated by cutting the driveline cable, and the patient later received a heart transplant. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple fac tors including but not limited to thrombus at the inflow cannula/outflow graft, constriction in the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. The reported low flow event was confirmed through log file analysis, which revealed a decrease in power consumption and estimated flow starting on (B)(6) 2018 and twenty-five low flow alarms logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction in the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.